Manufacturer narrative:
Additional manufacturer narrative - patient records and explanted device have been requested and are expected to be sent back, but not yet received; additional information will be reported when received.

Event description:
It was reported that an edwards aortic bioprosthetic valve was explanted due to aortic regurgitation five years after implant. Valve was replaced with a mechanical valve. Operative report indicates: "structural valve deterioration of a stented bovine pericardial valve. There are calcifications on both surfaces of the bovine leaflets. The calcifications on the ventricular side of the valve push the leaflets open underneath the posts, leading to severe aortic regurgitation. There is also a palpable thrill in the ascending aorta suggestive of either aortic stenosis or high flow. The sewing ring is well seated with no perivalvular regurgitation."

Event description:
It was reported to sales from surgeon that an edwards aortic bioprosthetic valve was explanted due to structural valve deterioration five years after implant. Records and valve have been requested and are expected to arrive, but not yet received.

Manufacturer narrative:
Device evaluation summary - as received, calcification nodules were observed at all three commissures which prevented the leaflets from coapting. Heavy calcification was observed in the cusp areas of all three leaflets. The free margins of leaflets also exhibited calcification. Calcification restricted mobility in the leaflets and led to stenosis. Leaflet 2 had two tears, one at commissure 2, tear measured approx 3mm in length and one at commissure 3, tear measured approx 6mm in length. Calcification was observed near the regions of the tears. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice. Host tissue was minimal to moderate at the stent inflow and minimal at the stent outflow. The wireform was distorted and exposed at the outflow aspect. Commissure 3 wireform was also exposed on the outflow aspect. Sewing ring was cut at commissure 1 and near commissure 2. These damages are most likely due to explant. Report of edwards aortic bioprosthetic valve explant due to calcification. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case the patients age was relatively young at implant age and may have contributed to the failure of this device. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections.